Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported an undesirable increase in stimulation when the evoke closed loop stimulator (cls) was turned on, following charging. Troubleshooting was performed, including reprogramming, without resolution. During an impedance check, the patient reported feeling undesirable increase in stimulation and signal clipping was observed and the cls was turned off. A revision procedure was performed to replace the cls and resolve the reported event.